Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using a ruby coil and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, while advancing the ruby coil approximately through the proximal to mid-shaft section of the microcatheter, the physician experienced resistance and was unable to advance or retract the ruby coil. Subsequently, the ruby coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed. It was reported that while removing the detached ruby coil from the microcatheter, the ruby coil unraveled. The procedure was completed by using another coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2022-00407. Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the sr component was fractured, and the coil winds were unraveled. This type of damage may occur if the device is retracted against resistance. Based on the reported complaint, the root cause of resistance could not be determined. The pusher assembly was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.